Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. (B)(4).

Event description:
It was reported that this patient presented to the hospital and their device was checked. This right ventricular (rv) lead exhibited loss of capture and the threshold was intermittent. Subsequently, this rv lead was repositioned successfully. Additionally, this patient had a large hematoma which the physician suspected it had something to do with a change in lead parameters. A CT scan was performed and showed the lead appearing to be in the same position as when implanted and it was alleged that there was a micro lead dislodgment. The patient was checked one day post procedure and all measurement parameters for the lead were stable. No additional adverse patient effects were reported. This rv lead remains in service.